Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 95% stenosed lesion being treated was located in the left main artery. While advancing the 2.50x12mm promus element stent delivery system the stent moved on the balloon the device was successfully removed and the procedure was completed with another device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).